Manufacturer narrative:
The pump came to acsi with the force gauge reading at 0 kg. Upon the first test compression, the gauge became stuck at @50 kg. Nothing external or internal indicated that there were any modifications for misuse of the device. The pushrod assembly was stuck in the transfer spring, up about 1/4". The purshrod loosened up after some manipulation. The components were reassembled and the force gauge returned to zero. The force gauge was verified on a scale and all within specification. The gauge returned to zero after each compression/decompression. It is believed that excess loctite was on the pushrod stem. When the pump was compressed the pushrod must have gotten stuck in the up position causing the gauge to read high and not return to zero.

Event description:
As reported, resqpump gauge does not work.